Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of false undersensing was observed on the patient's device. Upon review of session records, instances of total sensing dropout were noted. Loss of pocket contact was suspected. No intervention has been done as the device remains implanted. The patient reported palpitations but was asymptomatic throughout these episodes and will be monitored without changes at this time.